Event description:
Patient admitted for elective diagnostic surgical arthroscopy of the left knee due to history of internal derangement of the left knee. This was complicated by the discovery, at the time of dressing application, of significant ischemia of the left lower extremity brought on by ringer's lactate extravasation into the left thigh, compressing the femoral artery. The patient was seen in immediate consultation by vascular service. She was taken from the outpatient surgical center to the main operating room and underwent arteriography via right femoral groin approach. Fortunately, this study was unremarkable for injury per se to the vascular tree. The patient's left lower extremity was maintained at maximum elevation, and her soft tissue distention gradually abated with return of normal for vascular flow. It was felt that this patient should be hospitalized overnight for close observation and monitoring purposes. On the patient's first postoperative day, the wounds are clean, dry and healing about the left knee area. She has no evidence for vascular impairment to the left lower extremity. Her thigh is soft. She has no notable problems in the right groin. The patient has been up out of bed and ambulatory to the bathroom with crutch assist. She is reasonably comfortable. She will be discharged to home, to be seen in orthopedic followup in 12 to 14 days' time. On day of ortho follow up: on examination today the patient is able to ambulate with only slight antalgia on the left. Her thigh appears to be equal in size to her right and there does not appear to be any ecchymosis in the left thigh area. Her wound incision sites remain clean and dry and her sutures are removed today under sterile technique and steri-strips are placed across the wound site over benzoin. Stated before she did have some numbness in the thigh from the groin to the knee but this appears to be resolving and very little pain remaining within the left knee itself. Isometric exercises recommended for quadricep strengthening. Two weeks after follow-up, left lower leg deep vein thrombosis diagnosed. Patient followed and treated with anticoagulants.